Manufacturer narrative:
A picture of the patient sample tube was provided where a gel-like substance was observed suggesting the sample coagulated after centrifugation. The customer was unable to provide any additional data. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for albumin (alb) and alkaline phosphatase (alp) on a cobas 6000 c (501) module. The initial alb result was 2.8 g/l. The sample was repeated twice with results of 26.8 g/l with a data flag and 28.3 g/l with a data flag. The initial alp result was 23 u/l with a data flag. The sample was repeated twice with results 300 u/l with a data flag and 306 u/l with a data flag. The questionable results were not reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.